Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power cord (scrap item) to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, one of the prongs of the power cord on the vision tower was missing and prevented the system from powering on. Technical support engineer (tse) troubleshooting confirmed the issue with the power cord and verified that all troubleshooting steps were completed. The procedure was aborted with no patient involvement.